Manufacturer narrative:
The device was not returned to zoll medical; however, the customer returned the (B)(4) for review. Eval of the (B)(4) found that the presented heart rhythm failed to meet the requirements for defibrillation and the device appropriately returned a "no shock advised" prompt. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while analyzing the heart rhythm of a pt the device returned a "no shock advised" determination for what appeared to be a shockable rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.